Event description:
Procedure type: urological. According to the reporter: the patient's attorney has alleged a deficiency against the device. Additional information has been requested, but not yet received. The product was used for therapeutic treatment. The patient's attorney has alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex". Additional information from the importer report: (B)(6) 2012, uretex urethral support system, catalog# unknown, (B)(6). Attorney.